Event description:
There is a problem that orders entered on the cpoe system do not reach the recipient or do not get executed for other reasons. This includes task list failures, camouflaged orders amidst many others, and the failure of the healthcare professional responsible for executing the order to receive the task. In this case, there was a decreasing hemoglobin level with quick pulse and multiple organ failures. The stool test to rule out intestinal bleed was ordered and not done (despite diarrhea daily) for three days. Medications and other interventions were potentially misapplied or not at all, putting patient at risk. Orders that lay in a silo of orders and not executed are commonplace with cpoe systems. The devices are defective in that there is no warning that tasks have not been completed.